Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.

Event description:
Product was returned as an implant failure because it did not integrate due to bone resorption. Based on the report, the patient had good oral hygiene and moderate bone condition. The surgery was a one stage surgery with a single prosthetics attachment in tooth location #26. No bone augmentation material was used. Implant was removed, due to bone condition and infection. The patient was described as stable, but treatment ongoing. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended.